Event description:
It was reported that the ventricular r waves are smaller than they were at implant. It was noted that at implant the patient was in sinus rhythm but now is in atrial fibrillation/flutter. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.